Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was difficult to get the valve through the horizontal aorta of 90 degrees and bicuspid aortic valve. It was also reported that the aortic arch and coronary arteries were dilated. A stiff wire was used to manage the deployment. The valve was deployed and recaptured twice due to the positioning being too high. The blue deployment knob of the delivery catheter system (dcs) split in the middle during the second recapture. It was noted the deployment knob split at 2/3 deployed. The physician was able to hold the deployment knob together and successfully deploy the valve. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with the capsule fully closed and the end cap/screw gear snap fit was connected. Visual analysis showed the handle, tip-retrieval mechanism appeared intact. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. During functional testing, when the capsule was attempted to be retracted, the capsule did not open but instead bent backward. During the attempted retraction of the capsule, the actuator components separated. Both tab 3 and tab 4 had a hairline crack at the point where the tab protrudes from the male actuator component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the dcs that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. However the cause of the positioning difficulty could not be conclusively determined. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.